Event description:
It was reported to tyco health care/kendall in early 2008 that a customer had a problem with a dialysis catheter. Customer reports: "a palindrome catheter fell out in late 2007. The customer states that there was no pulling on the catheter, there was no infection and no inflammation had occurred. This complaint is from a female, who is buxom, not obese. The catheter was a right ij insertion in 2006. The catheter fell out in late 2007. Another palindrome was inserted (left ij) on the same day. The cvc was in place 1 yr/3mo."

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.